Event description:
Non- integration. Implants placed #4 and #6 area. #4 was to be anchor for upper partial denture #6 for abutment and crown. #4 implant loaded (B)(6) 2021, on (B)(6) 2021 implant was loose. Removed (B)(6) 2021.